Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. The cycler passed the accelerated stress test (ast) and system air leak. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient had been having issues with his dialysis cycler and was going to complete his pd treatment in hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient hospitalized on (B)(6) 2018 due to peritonitis. Per pdrn the patient reported abdominal pain and fibrin buildup that was causing drain issues on (B)(6) 2018, and was advised to go to the hospital. Per pdrn the patient had last used the cycler on (B)(6) 2018 and no previous treatments were missed. Per pdrn the patient was scheduled to be discharged (B)(6) 2018 but she was not able to speak with the patient or patient contact regarding the patient¿s current status. Per pdrn the patient did report practicing aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. Clinical investigation: on (B)(6) 2018 a peritoneal dialysis (pd) patient (pt) reportedly experienced abdominal pain with fibrin that was causing drain issues and was advised to go to the hospital. The pt presented to the emergency room (ER) on (B)(6) 2018 with reports of cloudiness and abnormal discharge in his pd effluent described as resembling ¿cottage cheese¿. Vital signs on admission were blood pressure (bp) 162/67, pulse 79 and temperature 99.5 f. The pt has peripheral vascular disease with concomitant fungal balanoposthitis and soft tissue infection of the left hand (and dry gangrene of the left digits) which was being treated with antibiotics (augmentin and ceftazidime) and wound vac in place. During hospitalization, the pt¿s pd effluent was cultured and revealed growth of enterococcus faecalis and many white blood cells (wbc). The pt was diagnosed with acute peritonitis secondary to contamination of peritoneal fluid /dialysis catheter (not a fresenius product). The pt was treated with the antibiotics vancomycin intra-peritoneal (ip) and fortaz ip (unknown dose, frequency and duration). The pt continued on pd therapy with a hospital cycler (treatment details unknown). The pt¿s pd effluent was showing improvement in turbidity and wbc count (result unknown). The pt continued on the antibiotic ceftazidime (unknown dose, route, frequency and duration) and treated with cefepime 500 milligrams (mg) every 24 hours for pre-existing hand infection. On (B)(6) 2018 the pt¿s vital signs recorded bp 175/80, pulse 73 and temperature 37 celsius. The pt was discharged in stable condition continuing pd therapy. There is a temporal relationship between the liberty cycler/liberty cycler set and the pt¿s peritonitis event. Based on the information at hand, the exact cause for the pt¿s peritonitis infection cannot be fully determined. However, there have been no reported allegations of a liberty cycler/liberty cycler set malfunction that may have caused on contributed to the pt¿s peritonitis event.